Event description:
Pt had powerglide midline placed (B)(6) 2018 after 11pm with ultrasound. Checked powerglide this 8 am, a softball size infiltrate found, no blood return, removed midline-line. Removed-line appeared bent and kinked 1/2 to 1cm from hub.